Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected pump error multiple times during normal use. Blood glucose level at the time of the incident was 97 mg/dl. The customer was advised that the insulin pump would not be replaced.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. Insulin pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alert and replace battery now alarm noted during testing. However, low battery alert noted in trace download analysis due to intermittent non-sleep anomaly software error. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.